Event description:
A 4.omm diameter x 16mm length medtronic ave gfx2 stent was inserted into a tortuous and severely calcified right coronary artery after pre-dilatation with a 3.5mm ranger ptca balloon. The target lesion had a 95% stenosis located in the mid-right coronary. Upon removal of the undeployed stent delivery system, the stent dislodged at the groin level into the iliac artery. However, the stent then migrated to the popliteal artery. Attempts to remove the stent were unsuccessful. The stent remains within the pt's arterial vasculature. The lesion was subsequently treated with balloon angioplasty. At a later date, the pt returned and the lesion was successfully treated with a medtronic ave gfx2 stent insertion. There was no additional clinical sequelae reported relative to the event and no further info is available from the user facility.